Event description:
It was reported, the pt's scs ipg flipped within the scs ipg pocket site. It was also reported, the physician manually flipped the ipg back in place and determined the pt will need to undergo surgical intervention to address the issue. Additionally, it was reported the pt did not experience any pain or discomfort either prior to or after the ipg was flipped back in place.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.